Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) saw air in the patient line. The event occurred during the initial drain while the hp was connected. The technical service representative (tsr) determined that there was air in the patient line before the hp had connected. The tsr recommended to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.